Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, vomiting and pain. The pod was removed and replaced at the hospital; upon pod removal, the cannula appeared bent. The patient was treated with a manual injection of insulin and given dilaudid every 4 hours for pain. The patient had been in the hospital for 7 days so far, and remained admitted at the time of reporting.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.